Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 12mm synergy xd drug-eluting stent was advanced, but resistance was encountered while attempting to cross a previously placed stent. When the 3.50 x 12mm stent was removed, damage to the middle part of the stent was noted. There were no patient complications and the procedure was completed with a different device.